Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported by the healthcare professional that the lead impedance trends (optival data) have not been stored in the device for some time and wondered why. Technical services explained that a lock-up related to the internal device scheduler has occurred. The device remains in use. No patient complications have been reported as a result of this event.